Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was bulging. The following information was received by the initial reporter with the following verbatim: ¿pt was doing ictal testing. Ictal pushed. When rn was cleaning up and disposing of ictal equipment rn noticed that the tubing was bubbled in the alaris pump at the top by the blue insertion notch. Staffing not sure is tubing is back flowing isotope and the 3 flushes that rn pushed, or since pump running at 15ml/hr and still running while isotope and 3 flushes pushed if pump bubbled up with the ns that was hanging as primary.¿